Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 7.1 mmol/l.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However moisture damage was noted on keypad traces.